Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one monopty disposable core biopsy instrument was returned for evaluation. During visual evaluation, the device appeared to be bloody and device was received in its initial position, as the arrow could not be seen in the ready window. Further it was noted that, a rattling noise was heard within the device and foreign material was not observed on the device. Upon functional testing, the device was disassembled and inspected. It was noted that a wing of the actuator button was broken and shifting around within the inner housing. Therefore, the investigation is unconfirmed for reported foreign material as no foreign material was observed on the device. The investigation remains inconclusive for the reported failure to fire as the functional testing was not performed. However, the investigation is confirmed for the identified break as the wing of the actuator button was broken and making rattling noise within device. A definitive root cause for the alleged reported foreign material, failure to fire and identified break could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 11/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that prior to a breast biopsy procedure, foreign material was allegedly found in the device. It was further reported that an abnormal sound was heard. There was no patient involvement.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 11/2022).

Event description:
It was reported that prior to a breast biopsy procedure, foreign material was allegedly found in the device. It was further reported that an abnormal sound was heard. There was no patient involvement.